Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there is fluid coming out of the attachment. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and does not have an implant/explant date. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.